Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should further information become available.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received anti-tachycardia pacing (atp) and inappropriate shocks for supraventricular tachycardia (svt), resulting in therapy exhaustion. Boston scientific technical services (ts) recommended programming detection enhancements on in the vt-1 zone. No adverse patient effects were reported.